Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was hospitalized. The patient was treated for an infection. Three leads were explanted and the device was deactivated. The patient was transferred to a local hospital for treatment and will be scheduled for another implant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.